Event description:
A medtronic representative reported the software on the treon would exit when building a 3d model. This did not occur during surgery and no pt was present.

Manufacturer narrative:
(B)(4): the device has not been returned to the manufacturer.